Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the device came back online and the issue was related to network, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, multiple machines were not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.